Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation (break) and kink were confirmed. The reported resistance during advancement (difficult to position) could not be confirmed / replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use (IFU) states: advance the dilatation catheter over the guide wire until it approaches the hemostatic valve. Open the hemostatic valve. Insert the dilatation catheter, while maintaining guide wire position, and tighten the hemostatic valve. Do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. The attempt to straighten the kinked shaft likely contributed to the shaft separation.

Event description:
It was reported that when the 4.0 x 12 mm nc trek balloon catheter was advanced, resistance was noted with the tuohy. It was then seen that the tuohy had not been opened. During the attempt to advance the nc trek, the proximal shaft became kinked. An attempt was made to straighten the shaft, but it separated. The device was no longer used. A new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.